Event description:
Reporter stated that pt obtained blood glucose results of 288 mg/dl, 250 mg/dl, and 270 mg/dl, while using the suspect device. Shortly thereafter, pt retested blood glucose, using a different vial of test strips, and obtained results of 120 mg/dl and 125 mg/dl. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for eval.

Manufacturer narrative:
The event occurred in (B) (6). See medwatch with pt identifier (B) (6) for the suspect device that produced the values of 120 mg/dl and 125 mg/dl.